Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a cardioversion attempt was made, and this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lright ventricular (rv) lead exhibited low out-of-range shock impedance measurements, low out-of-range pace impedance measurements, a short circuit condition, and pacing inhibition. Boston scientific technical services (ts) was contacted for assistance.ts reviewed remote monitoring data and suspected rv lead damage. Ts advised to replace the crt-d and the rv lead. The device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). Due to the patient's age, the physician elected to surgically abandon the high voltage terminal pin of the existing rv lead, and insert the pace/sense terminal pin into the crt-p. The rv lead was tested during the procedure and was found to have sufficient measurements. The rv lead remains in service. No additional adverse patient effects were reported.